Event description:
It was reported that the patient came in with pain. The tulip of the screw broke apart and revision surgery was performed.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the screw was returned in 2 pieces as the tulip head was disengaged from the screw shank. There was deformation on the tulip head locking ring and on the head of the screw shank. Deformation of the screw shank indicates that the rod was seated. Deformation of tulip head locking ring indicates that the screw shaft was pressing against deformed side of the tulip head likely due to over angulation on screw, causing the screw shank to disengage. Manufacturing history was reviewed and no issues were identified. Conclusion: due to lack of information, the root cause of the reported event could not be determined conclusively but based on inspection of the returned products, it is likely that the screw tulip head disengaged due to over-angulation of the screw. Potential contributing factors include: blocker over-tightening, poor bone quality or excessive post-op activity level of the patient.

Event description:
It was reported that the patient came in with pain. The tulip of the screw broke apart and revision surgery was performed.